Manufacturer narrative:
This report is a duplicate of MFR report # 9612468-2021-49086. Please disregard.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.

Event description:
I was reported that a patient experienced a dental implant loss.